Event description:
It was reported while transporting a patient, the stretcher allegedly lowered approximately 8-10 inches unexpectedly. The complainant alleged the patient was "hurt;" however, no additional information was provided. It is unknown if medical intervention was required.

Manufacturer narrative:
On 12/20/2022 the customer provided additional information on the incident advising the original allegation of patient injury was incorrect. The patient was not injured as a result of the reported product issue.

Event description:
It was reported while transporting a patient, the stretcher allegedly lowered approximately 8-10 inches unexpectedly. The complainant alleged the patient was "hurt"; however, no additional information was provided. It is unknown if medical intervention was required.